Manufacturer narrative:
According to the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include, but are not limited to aneurysm enlargement and endoleak.

Event description:
In (B)(6) 2014 (exact date unknown), this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date in 2018, aneurysm enlargement was discovered on follow up, and the patient was monitored. On (B)(6) 2020, a reintervention was performed. Although no endoleak was confirmed during the reintervention, an gore® excluder® aaa endoprostheses aortic extender component was additionally implanted distal to the lowest renal artery. The patient tolerated the procedure. The physician commented that the aneurysm enlargement was due to an unknown type of endoleak.